Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time was inaccurate, cause was unknown. Customer corrected the time to resolve the issue. In addition, it was reported that an auto-off alarm occurred. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Customer acknowledged. The customer's blood glucose (bg) level was "high," exact value was not provided. Customer delivered a correction bolus to address high bg.